Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34; product lot/serial number (B)(6); product type: delivery catheter system (dcs); implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a severely calcified tricuspid valve, a pre-implant dilation was performed with a 23 mm non-medtronic balloon (vacs 3). After the first recapture, an infold greater than node 4 was observed and the valve was recaptured. Subsequently a new valve was used and implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Updated b.5 and imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred as a result of the infold.

Manufacturer narrative:
Product analysis: the valve was received in a return kit fully submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact; received in a crimped state. The inflow aspect exhibited an elliptical appearance. As received, all leaflets were in a partially closed position with a gap between the free margins. The leaflets were stiff yet slightly flexible. All leaflets exhibited signs of severe creases and frame imprints. Remnants of coagulated blood were found all commissures. All commissures were intact. Remnants of coagulated blood were observed on the frame, inner lumen, and valve skirt. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded to full dilation. No kinks or distortions were noted on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To simulate the reported event of infolding observed during recapture, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no frame anomalies were noted. The valve continued to be deployed up to the point of no recapture without issue. At this point, the valve was recaptured and fully retracted; no issues or anomalies were observed. A complete deployment of the valve was performed; no anomalies were observed. Image review: four static images were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that an infold occurred after one recapture and during a subsequent deployment attempt, which was confirmed with the provided images. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Evidence supported that a new valve was used for the implant. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.